Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardrive screwdriver t25/self-retaining was found broken during the routing inbound inspection of a returned loaner kit. There was no patient involvement reported. There is no other information is available. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record review was performed for the subject device: part number: 03.010.107. Synthes lot number: 4899720. Supplier lot number: n/a. Release to warehouse date: 04-jan-2005. Expiration date: n/a . Manufactured by synthes brandywine. No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: it was reported that the stardrive screwdriver t25/self-retaining was found broken during the routing inbound inspection of a returned loaner kit. There was no patient involvement reported. There is no other information is available. The following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of handle breakage, which agrees with the reported complaint condition. A chunk of the handle has broken off the proximal end of the handle and was not returned. Additionally, visual examination under 5x magnification revealed that one corner of the distal stardrive tip has broken off and was not returned. The returned screwdriver was manufactured in january 2005 and is over 13 years old. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Top-level drawings 03_010_107, se_027742, shaft component drawings se_027714 and 03_010_107_1 revisions and handle component drawings se_027730 and 03_010_107_2 revision were reviewed during this investigation. The stardrive screwdriver t25/self-retaining (03.010.107) is noted in approximately four system technique guides: angular stable locking , suprapatellar instrumentation for titanium cannulated tibial nail, titanium cannulated humeral nail and titanium cannulated adolescent lateral entry femoral nail. In each instance the driver can be utilized for screw/endcap insertion/removal for screws that have a t25 drive recess. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the condition of the returned device. A definitive root cause for the handle and tip breakages could not be determined based on the provided information. However, the complaint condition was most likely caused by cumulative wear and possible rough handling over the 13+ year lifetime of this reusable device. It is not likely that the design of the instrument contributed to this complaint. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of awareness for previous follow up medwatch should have been may 09, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.